Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The system error 345 was not reproduced. The device was found to be within specification. A review of the event history log found no system error 345 messages. .a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an alarmed system error 345 (thermistor disparity) in the intensive care unit during unspecified process step. There was no patient involvement. No additional information is available.